Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 282 and 128mg/dl on another comparison between contours she received readings of 50 and 110mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer had no test strips left and was unable to provide reagent information. Replacement test strips and a new meter were sent to her.